Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic tep (totally extraperitoneal) procedure, post-inflation of the balloon after dissecting the area of hernia, the surgeon was unable to removed the balloon from the trocar. The parts 1, 2, and 3 were stuck. To resolve the issue, the surgeon then extended the incision and converted the procedure into an open tapp (transabdominal pre-peritoneal) procedure. The patient is currently well.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. It was reported that the device was difficult to remove from trocar and also difficult to assemble. The reported issues was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: a caution is establish that care must be exercised during insertion of the balloon as well as during the course of the procedure to avoid damaging the balloon with other instruments. Also, it could be associated during a clinical procedure if the oval dissection balloon is not properly lubricated with endo-lube solution before insertion thru cannula. Endo lube shall be used to avoid excessive force push and pull down the dissection balloon assembly from dissector body. This is part of the IFU- instruction for use first step which states:¿ apply endo-lube¿ solution to access cannula seal, dissection balloon, or the accessory obturator¿. If poor lubrication and excessive force is applied to insert the balloon thru the cannula, it could damage or break the balloon causing the reported condition of balloon would not inflate. Also, are must be exercised not to tunnel too deeply. Avoid forcing the balloon in a manner that may cause trauma to nearby organs and structures. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.